Event description:
The customer called and reported receiving a no delivery alarm. Her blood glucose was 229 mg/dl. The customer stated she had changed her set three times as a result of the no delivery alarms. At the time of this report, her blood glucose was 518 mg/dl and she stated she would take a correction dose after the call. During troubleshooting, insulin exited during a fixed prime. Upon removal of the infusion set, the cannula was found to be bent. The customer stated that even with manual injections, her blood glucose was running high. It was recommended that customer contact her healthcare provider to review settings. The customer stated she was experiencing xerostomia and needed to get off the phone call before additional high blood glucose troubleshooting could be offered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.